Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Healthcare professional later reported and confirmed that there was no capsular contracture. "Aspect of fibrous capsule observed at clinical examination, more noticeable on the left side."

Event description:
Healthcare professional reported left side "fibrous shell observed during surgery." Healthcare professional later reported "aspect of fibrous capsule observed at clinical examination, more noticeable on the left side (grade unspecified)." The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.